Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the reported cuff miss. However, anatomical issues may have contributed to the reported event because the patient has a history of a previous arteriotomy in the target groin, which may have contained scar tissue that may have deflected the posterior needle, but this could not be confirmed. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that an arteriotomy closure of a non calcified right common femoral artery was attempted using a perclose proglide device after a renal interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.